Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer previously had issues with short sample flags on bun patient results. The customer changed the sample probe in order to troubleshoot this issue. The customer received questionable results for two patient samples tested for ureal urea/bun (bun) on a cobas 8000 c 702 module (c702). Of the two samples, one had an erroneous result. It was not clear if the erroneous result was reported outside of the laboratory. The sample initially resulted as 0.0 mmol/l. The sample was repeated, resulting as approximately 23 mmol/l. The patient was either an (B)(6)/male or (B)(6)/female. No adverse events were alleged. The bun reagent lot number and expiration date were requested, but not provided. The field service engineer checked the probe and found a missing probe seal. He fitted a probe seal and checked all probe adjustments. He flushed sample and reagent lines with a cleaning solution. He checked and increased the pressure for a pump. He checked and adjusted reagent wash positions. He completed additional preventive maintenance activities.

Manufacturer narrative:
Preventive maintenance was performed on the analyzer. The customer has not reported any further issues. Investigations have determined the event to be related to missed maintenance actions.

Manufacturer narrative:
The erroneous result was not reported outside of the laboratory. The repeat value was confirmed as 23.5 mmol/l.